Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6) 2015; product ID: dtba1qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and an infection. Cultures were taken and the cardiac resynchronization the rapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.